Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate or verify the reported issue proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device would not recognize the electrodes being attached to the patient. Another set of electrodes were used, however the issue was not resolved. The customer advised that a back up device and pads were available and were successfully used to continue patient care. There were no adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Stryker will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not recognize the electrodes being attached to the patient. Another set of electrodes were used, however the issue was not resolved. The customer advised that a back up device and pads were available and were successfully used to continue patient care. There were no adverse effects to the patient as a result of the reported event.